Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not deliver therapy despite a change in the morphology. It was noted that the device was programmed inappropriately. No further information available.